Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Right heart failure is known potential adverse event associated with the implantation of all vads as outlined in the instructions for use (IFU). It usually develops within the first 24 hours after lvad implantation. Although unusual, it may occur at longer post implant intervals. The etiology of late right heart failure may be a progression of chronic heart disease such as coronary artery disease and/or right ventricular infarction. Death is a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient expired on (B)(6) 2014 due to multi-system organ failure (msof) and right ventricular (rv) failure. Additional information has been requested but has not yet been provided.

Manufacturer narrative:
Multi-organ failure is a known potential clinical adverse event associated with vads as outlined in the IFU. Investigations of complaints with similar circumstances were reviewed; events of these types are multifactorial and may be associated with poor post-operative (implant) outcomes. In many cases patients exhibit symptoms of severe multi organ failure prior to death; it may be unclear which one of the failing organs was the principal cause of death or if death was the result of the interaction of the failure of several organs. With review of the reported information a root cause cannot be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
It was reported from the site that the patient was in failure to thrive since implant and never left the intensive care unit (ICU). It was stated that the patient was on multiple inotropes and max doses of pressers. It was further stated that there would be no autopsy and the device would not be returned. No additional information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.